Event description:
Medical product/equipment reportedly -1- failed to maintain designated pressure; -2- failed to reveal to user that designated pressure was not being maintained; -3- failed to alarm when it was not holding the designated pressure; -4- failed to deflate when the deflate button was pushed; -5- inflated when deflate button was pushed; and -6- failed to alarm when it failed to deflate.